Event description:
It was reported that the rotawire became separated and remained inside patient's body. The 75% stenosed target lesion was located in the moderately tortuous, severely calcified mid/proximal right coronary artery. A 325cm rotawire was selected for use. During procedure, it was noted that the peripheral part of the rotawire became separated; subsequently, the detached portion of the rotawire moved to the periphery, thus the fragment was not removed and was left inside patient's body. No further patient complications reported and the patient's condition was fine.